Manufacturer narrative:
Patient information is unknown. Additional procode: hrs. Lot number is unknown. Date of implantation is unknown. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a material removal procedure linked to a fractured wrist, the head of two screws broke. The surgeon had difficulty in removing the screw threads with a clamp. Procedure outcome is unknown. Patient status is unknown. Concomitant device: clamp (part: unknown, lot: unknown, quantity: 1). This report is for a 2.4mm titanium (ti) va locking screw stardrive 18mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product investigation was completed. The variable angle locking screw (part # 04.210.118, lot # unknown, mfg # unknown) was inspected at us customer quality. Upon visual inspection, it was observed that the screw was broken at its first thread. Screw shows signs of wear and no new issues have been identified. The received condition agrees with the complaint description. Dimensional analysis was performed on the variable angle locking screw and the diameter of the screw at the threaded portion adjacent to the broken region measured 2.35 mm (ca592) that falls within the specification of 2.20 to 2.60 mm, based on drawing and per general tolerance document. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. The material review could not be performed as the lot number is unknown. The complaint condition is confirmed. While no definitive root cause could be determined it is possible that the screw encountered unintended forces during the material removal procedure linked to the fractured wrist. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.